Manufacturer narrative:
On january 20, 2021 the mentor failure analysis lab received the device for evaluation. Mentor became aware of patient¿s lot number 7742222 the investigation of the returned device was completed by the failure analysis lab on february 2, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 325cc breast implant. Additionally, developed capsular contracture the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the sm mpp gel 325cc breast implant, measuring approximately 1.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(6). Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii and rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.